Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during hand surgery, when inserting a variable angle-locking compression plate (va-lcp) locking screw with a stryker cordless driver, the screw seemed to be uneven or not straight. The screw was moving incorrectly and was wobbling. The surgeon then used another screw and it was okay. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device reported: stryker cordless driver 4 (cd4) (part #: 4406-000-000, lot #: unknown, quantity: 1). This report is for one (1) 2.4 mm ti va locking screw stardrive 16 mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.210.116ts; lot: 3l46781; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: february 18, 2019; expiry date: february 01, 2024. Lot 3l46781 was manufactured from non-sterile part 04.210.116 lot h815641, since there is no allegation against packing or sterility device history record (DHR) review is done for non-sterile part: part: 04.210.116; lot: h815641; release to warehouse date: january 02, 2019; manufacturing site: monument manufacturing location: monument; manufacturing date: january 18, 2019; part: 04.210.116, 2.4mm ti va locking screw stardrive 16mm; lot: h815641 (non-sterile); lot quantity: 237 six pieces were scrapped for discolored surface finish. Work order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, mill shaft thread / head thread / flute met all inspection acceptance criteria apart from the six pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Component part(s) reviewed: part: 04.211.016.999, 2.8mm ti screw blank 16mm 02.7 variable angle w/sd8; lot: h808165; lot quantity: 968. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the va-lcp locking screw was received at the manufacturing facility, monument. When transparency was used to dimension the ts section, the threads on the locking head screw were found to be rougher than normal. Towards the head of the screw, some sections had material within the threads that was not properly removed during the threading process. No other issues were identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to a clear observation of a manufacturing nonconformance. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) inspection sheet mill shaft thread/head thread/flute final inspection transparency truncated manufacturing record evaluation: the received device was packaged/sterilized at the selzach site on february 18, 2019. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: all other dimensions were found to be conforming. The review of the screw supports the complainant¿s description of the complaint condition. Therefore, this complaint is confirmed from a manufacturing standpoint. The screw was returned for evaluation and examined by the quality engineer, area lead, and inspection operator. One piece of the above part/lot was found to have issues with interfacing with the associated variable angle locking compression plate (va-lcp). Inspection sheet was referenced during the investigation. All dimensions outlined on this inspection sheet were verified. When the operator used transparency to determine the dimension ts, it was found that the threads on this locking head screw were rougher than normal. The cause may be due to tool life during the cutting process. However, more concerning were the sections towards the head of the screw that showed material within the threads that was not properly removed during the threading process. Section ts locks into the va-lcp. If there are problems with the threads, it would result in the screw unable to move into the va-lcp directly, and ¿wobbling¿ would occur. There was no indication that a design issue contributed to the complaint. No design issues were observed during the document/specification review. Relevant actions have been taken to address the issue for this confirmed complaint to further investigate manufacturing root cause. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the screw was found to have an offset drive recess, captured in the image provided.